Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The surgery was a revision of thr liner (from neutral od 50mm ID 32mm to constrained liner od 50mm ID 28mm) and revision of femoral head (from 32mm to 28mm). After the 1st initial surgery (19th sept; srf 72672), the patient came back on 2nd oct and it was found that the hip had dislocated. The surgeon opted to change the liner to a constrained liner (more stable). Intra-op, the constrained liner (code: 1218-28-650) cracked during implantation with the reinforcement metal ring around the constrained liner. The surgeon opted to leave the liner in, as it is still stable, also due to there being a reinforcement ring. As we only carry 1 item code for each surgery, revising the cracked liner would mean we have to revise the acetabular cup component which will prolong the surgery time by much longer. There was no delay to the surgery, and as of now, no adverse effect to patient. Surgery took place yesterday evening (3rd oct), ending around 6.30pm. The initial hip dislocation was not due to j&j product quality issue. The patient¿s abductor muscles weakened post-operatively and hence, dislocation occurred.